Event description:
It was reported that the pt was hospitalized for hypoglycemia. The pt and an animas territory mgr said that she was transported to the hospital by ambulance, was treated in the ER for one hour, and released. The animas employee reviewed the insulin delivery history and discovered that the pt primed 99 units to the low blood glucose event. The pt stated that she primed the tubing while she was attached to infusion site. She stated that she was unable to recall her blood glucose levels before or after the hospitalization. She said she does not know what treatment she received. The animas employee reviewed the pump and found no evidence of malfunction.

Manufacturer narrative:
There is no evidence or allegation of product malfunction or defect associated with this complaint.